Event description:
The patient reported the pod was overheating, which forced the patient to remove the pod. Upon removal, the patient observed bruising at the infusion site. The patient also reported the pod "vibrating."

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for investigation.